Event description:
It was reported by service report that the foot board was not working. The foot board is broken in half from impact damage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: foot board.